Event description:
The customer reported that, post-procedure, the blood sample from the cassette allegedly presented hemolysis. Pt info and the date of the event are not available at this time. This report is being filed due to insufficient info provided at this time to determine if a device malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.